Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was very damaged. The insulin pump had a few cracks and scratches all over the insulin pump. The drive support cap sometimes became loose. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The device was not returned.